Manufacturer narrative:
The nt1100 generator (B)(4) was investigated upon return. It was confirmed there were no parameters which would affect heating to cause the burns on the pt. On (B)(4) 2013 a neurotherm employee reviewed the IFU and warnings on proper use with the facility after the report of the burn. The IFU states "select a well vascularized muscular site in proximity to the procedure." The neurotherm employee explained to the doctor to place the grounding pad on the thigh not on the calf and also the entire grounding pad must be in contact with the surface.

Event description:
On (B)(6) 2013, neurotherm employee rec'd a call from the facility reporting a pt burn. The radiofrequency procedure had taken place on (B)(6) 2013. The pt had come in on (B)(6) 2013 for a monthly follow up visit. Two small burns was located with blister on the calf. The pt was treated with silvadene cream.